Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt with a 90% occlusion of the left main post stemi. The rn phone the hotline because they could not get the fiberoptix sensor (fos) to zero during insertion. When the clinical support specialist (css) spoke to the rn, he stated that they had tried to connect the fos twice to the intra-aortic balloon pump (B)(4) and got the message to "connect the fos connector." The css explained that this could mean the fos was damaged or the pump connection might be dirty. The css suggested, they try connecting the fos to another pump. However, they had already pulled another iab catheter and prepped it for insertion. When they made the fos connection to the pump, it zeroed appropriately. They are placing the catheter through an 8 fr sheath (they are using their own sheath and have been doing so for quite a while). There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported complications. The pt was able to receive iabp therapy successfully. The pt is fine.